Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the device's system pcb assembly. At this time, the device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that when they power their device on it is not advancing past the self-test screen and the buttons are not functioning. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and removed the system pcb assembly. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failure of the single board computer. The device was retained by physio-control and the customer received a replacement device.

Event description:
The customer contacted physio-control to report that when they power their device on it is not advancing past the self-test screen and the buttons are not functioning. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when they power their device on it is not advancing past the self-test screen and the buttons are not functioning. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.